Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us. The PMA # listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that during a heavily calcified coronary artery procedure, in (B)(6) 2014 the xience drug eluting stent (des) was successfully implanted in a coronary artery. Then in (B)(6) 2014 the stent was noted to be restenosed. Another non-abbott drug eluting balloon was used to treat the restenosis. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.